Event description:
The customer contact reported, a tubing separation; subsequently a leak of a chemotherapeutic agent was noted. It was reported that while priming the tubing set with an unspecified chemotherapeutic agent via gravity, the healthcare professional noted that the tubing separated at the arm of the y-site. An unspecified amount of chemotherapeutic agent leaked. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete.